Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter inflation valve was stiff and came off along with the syringe. Per follow up information received via rcc on 23sep2025, stated that it was unclear whether the event occurred was during water injection or withdrawal, but the syringe operation felt stiff. Per follow up information received via rcc on 24sep2025, stated that the foley catheter valve was disconnected.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample was returned shows the overview of the foley catheter with syringe. The second and third photo shows the inflation cap/inflation port was disconnected and still attach in the syringe. The fourth photo shows the product packaging information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe 119314 and lot number ngjy4784. Visual inspection of the sample identified that the inflation cap/inflation port was disconnected. The inflation valve and cap were reinserted. Using a return syringe, the catheter balloon was inflated with 10 ml of methylene blue solution (prepared using 3 drops of 1 percent aqueous methylene blue per 100 ml of distilled water. The balloon inflated without difficulty. Balloon concentricity was evaluated per tm0300903 using the formula: 1.6/ (1.6 plus 0.4)100, resulting in 80/20 concentricity. This result is consistent with the observed stiffness and the initial disconnection of the inflation cap/inflation port. Afterwards, with the return syringe attached, the balloon passively deflated the full 10 ml of solution within 41 seconds. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. (B)(6) hospital. Corrections to tab d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use the foley catheter inflation valve was stiff and came off along with the syringe. Per follow up information received via (B)(4) on 23sep2025, stated that it was unclear whether the event occurred was during water injection or withdrawal, but the syringe operation felt stiff. Per follow up information received via (B)(4) on 24sep2025, stated that the foley catheter valve was disconnected.